Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that inappropriate inhibition of pacing and inappropriate therapy for suspected electromagnetic interference were no ted. The device remains in use. It was noted there were no programming changes required. No further patient complications have been reported as a result of this event.